Event description:
During a mitral valve repair procedure, the hemostasis valve of the cannula would not open. This was noted during prep. There was no patient use. Another cannula was used to complete the case.